Manufacturer narrative:
Unit passed displacement test and self test. Formatted history file confirmed software error detected alarm due to software error. (B)(4).

Event description:
Customer reported via phone call software error detected alarm on the insulin pump. Customer¿s blood glucose level was 88 mg/dl. Troubleshooting for the alarm was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.